Manufacturer narrative:
D6b- unknown date h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation and high vault. On an unknown date the lens was removed and a replacement lens of shorter length was implanted. . No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.